Manufacturer narrative:
We checked the returned unit and confirmed that the air/water nozzle gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on air/water nozzle. In addition, we confirmed that the down pulley wire fluid damage, the left pulley wire fluid damage, the remote control buttons cracked, the objective lens unit dusty, the segment corroded, the control body corroded, the control knob pivot corroded, the receptacle corroded, the mecha base plate corroded, the insertion flexible tube (ift) crushed, the u/d knob leak, the operation channel kink, and the angle wire grinding; however, they are not the main cause, and/or irrelevant to the alleged complaint. In terms of gluing missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).